Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. Testing with nova meter and test strips revealed that the device gave low values showing our device performed as intended. During the call, it was revealed that the consumer improperly stores their test strips, which may contribute to a loss of integrity of test strips. Education took place at the time of call. This is being reported as an adverse event. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.